Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for ventricular tachycardia (vt) of 180 beats-per-minute, which was underneath the programmed therapy zone of 190 beats-per-minute, due to t-wave oversensing. The vt was successfully converted. Technical services (ts) reviewed the episode, and ts noted movement artifacts early on with appropriate identification by the device and t-wave oversensing at the end of the episode. Ts made programming recommendations. The s-ICD system remains in service. No adverse patient effects were reported.